Manufacturer narrative:
The device was not returned for further evaluation; therefore a definitive root cause could not be determined. However, the customer discovered an improper shut down error and pneumatics ftc in the logs on 12/12, which would have coincided with the time this occurred on the patient. The customer then ran the unit on compressor for a day with no issues. Afterwards, the customer was advised to replace the batteries. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator stopped cycling while on a patient and had a circuit disconnect alarm. Furthermore, the patient was transferred to another device and there was no patient harm associated with the reported event.